Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the contact person reported that the er320 had malfunctioned during the procedure. She stated that a clip had fallen out or been banged out, so when it came to fire, a clip was not present. The next clip when fired did hold the vessel according to the surgeon. The same er320 was used to complete the procedure. There was no consequence to the pt.